Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2021 by seminars in arthroplasty, titled ¿cause for revision differs between a short and standard-length stem at 5-year follow-up". The study reviewed forty-three (43) patients who underwent anatomic total shoulder arthroplasty (atsa), using univers ii (arthrex) and cemented pe glenoid (pegged or keeled) (glenoid type, brand, manufacturer unspecified), to address primary osteoarthritis. During the sixty (60) month follow-up period, one (1) patient experienced subscapularis tear leading to revision. Source: denard, patrick j., et al. "Cause for revision differs between a short and standard-length stem at 5-year follow-up." Seminars in arthroplasty: jses. Vol. 31. No. 4. Wb saunders, 2021.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.